Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.

Event description:
It was reported that during a laparoscopic low anterior resection procedure, the event in question was first noted approximately 20 minutes into the procedure. During the device exchange, gas leakage could be heard through the seal. This happened every time the device was removed from the trocar but was rectified upon re-entry of the device (5mm grasper). They kept the trocar throughout the whole procedure and it did not affect the case in any way. There were no adverse consequences for the patient. Device discarded.